Event description:
It was reported a patient death occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The patient had marfan syndrome. A small effusion was noted on the right ventricle prior to the start of the procedure. After the transeptal puncture (tsp), the patient developed larger effusion around the whole pericardium along with cardiac tamponade. Cardiopulmonary resuscitation (CPR) was started. A pericardial tap was attempted to treat the effusion but was unsuccessful. Resuscitation was done for thirty (30) minutes, however the patient expired. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.